Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they have not received their new recharger yet, have not been able to charge and now their battery was dead, leaving them without any stimulation. Pt also reported that this is causing them increased pain. Pt reiterated that the charger would not stay connected to the device, had a hard time connecting, and got hot where the wire connected to the "donut" portion of the charger. Agent found tracking number and sent pt the information.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their recharger was not working. Patient said the recharger was not finding the implant without some serious repositioning. Patient also said they would try and go through passive recharger and would get as close to 100 as they could, but then the controller would still not connect. Patient said they'd go from good to disconnected over and over. Patient then said the cord coming out of the paddle would start to get really hot and would be uncomfortable for them while laying on it. Agent asked, patient said the issue started probably about a month ago and had been getting worse, but in the last week they had to try for hours and hours to get a charge on the implant. A replacement recharger (rtm) was sent out.